Manufacturer narrative:
4581-appropriate clinical signs, symptoms, conditions term/code not available: increased c02 blood gas. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 29 mar 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
FDA medwatch / FDA user facility report mw report (B)(4) reported, the intubated infant was found with the suction catheter threaded beyond the ¿y¿ of circuit, creating a barrier to the infant's air flow. The last suction was in the evening with patient care; [the issue was] noticed approximately 2.5 hours later when the [registered nurse] rn went to draw labs. It was reported that it seem[ed] possible the catheter was not pulled back all the way. An additional blood gas was drawn 30 minutes following due to the concern for increased pco2 being caused by disruption of suction catheter in [endotracheal tube] ett. No other known harm was caused. Additional information received 16mar2023 reported the infant¿s blood gas levels on the day of the event, which occurred at approximately 1100. 0523-c02 61.8, 1119-c02 67.2, 1207- c02 67.6. The patient¿s current status was unknown; no other harm was reported.